Manufacturer narrative:
Patient weight not available from the site. Device manufacture date not available at time of this report. Investigation is in progress.

Event description:
A medtronic rep reported that while in a cranial procedure, the touch-n-go registration would not work. The medtronic rep stated that the fudicial placement was very symmetrical but not completely. After they registered with the tracer the image was flipped. The predicted accuracy was 2.2. The surgeon did pointmerge next and was able to use the registration to continue with surgery using the stealthstation. There was no impact on the pt outcome.